Manufacturer narrative:
The mega needle driver instrument involved with this event has not been returned to isi for evaluation; therefore, the root cause of the customer reported failure cannot be determined. If additional information is received a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: during the da vinci-assisted total benign hysterectomy procedure, fragments from the mega needle driver instrument allegedly broke off and fell inside the patient. It is confirmed that the broken instrument fragments were retrieved during the same robotic procedure. However, at this time the root cause of the reported event is unknown.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy procedure, the cables on the mega needle driver instrument broke and small fragments fell inside the patient. It was reported that all fragments were retrieved during the same procedure. There was no report of patient harm, adverse outcome or injury. On 01/12/2017, the following additional information was obtained: one hour into the da vinci-assisted procedure, while the surgeon was sewing the vaginal cuff the cables on the mega needle driver instrument broke and fragments fell inside the patient. It was confirmed that the fragments were retrieved during the same procedure with another laparoscopic instrument. It was reported that there could have been collision of instruments during the procedure. It was confirmed that the instrument was examined prior to use. No x-rays were performed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported failure and found the instrument grip cable to be broken at the distal end with the cable segment sticking out at the instrument wrist. Other cables were not found damaged. Microscopic inspection of the cables suggest that the initial damage occurred on the outer strands of the cable, laying all the loading onto the core bundle and weakening the cable. This ultimately caused the cable to snap under loading. Engineering was unable to determine if any pieces of the cables were missing and the site did not return any fragments, therefore it cannot be determined if the fragment recovered during the surgical procedure were from the instrument broken cable. The outer strands of the instrument have broken at the idler pulleys and the idler pulley facing outwards at the instrument wrist exhibits scratches. The scratches are indication of inadvertent instrument collisions or rough handling during the reprocessing cycles. Device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Based on the device evaluation results, this MDR report is being retracted since the failure mode was found to be due to user mishandling/misuse, and not due to a malfunction of the instrument. In addition the site reported that all instrument fragments were removed from the patient during the surgical procedure.